Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was identified during use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported hat there was a leak from an unknown location, further described as " solution on the floor but the source of the leak could not be seen." Renal therapy services (rts) assisted the patient with removing the supplies and advised to contact their peritoneal dialysis registered nurse and to drain with manuals. Proper procedures per the user manual were discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.